Manufacturer narrative:
A failure analysis report was generated by an american medical systems quality engineer. The examination disclosed that the fiber cap region was burnt and/or melted; the cap remained intact and attached. The examination also disclosed that the shrink tube and/or fiber jacket may have been melted and/or burnt. Also, the examination disclosed that the beveled section often melted and exhibited burnt glue; the cap generally exhibited some or all of char, devitrification, crater and melted glass which was associated with a lack of cooling. The fiber proximal end was clean. The 2090 fiber endures a higher power, has a reflective cap area, and may be subjected to more heat, especially if cooling is blocked by tissue contact. Tissue contact creates char which further insulates the cap from cooling and increases heat by absorbing energy. The heat contributes to devitrification and associated weakening of the glass, making it subject to breakage from melting or mechanical or thermal stress. Glue burning increases pressure in the cap. Energy reflected back at the fiber cap from a scope, seed, stone or otherwise may have contributed to and/or created any melting in the crater area of the fiber cap. The root cause of the device failure was determined to be heat accumulation of the fiber. No pt injury was reported. The product labeling (product insert 0127-1410) provides warning of possible cap detachment in the pt and instructions for retrieving.

Event description:
It was reported by the customer that on (B)(6) 2010, there was forward firing, an aiming beam fired straight out of the fiber, at 28,294 joules. No pt injury was reported. An examination, conducted by an american medical systems quality engineer, disclosed that the cap region was burnt and/or melted and the cap remained intact and attached.